Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ccl-or1, ccl-or2 and ccl-or3 all three where machines went down at the same time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all three machines went down simultaneously. A technical support specialist (tss) confirmed that the issue was not hardware related and no errors were identified. To mitigate the issue, the knowledge article usb devices and network adapters unresponsive was applied. Manual commands on the affected stations and rebooted. The customer was advised to continue monitoring the station for any recurring issue. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ccl-or1, ccl-or2 and ccl-or3 all three where machines went down at the same time. There were no adverse events or injuries reported based on this event.